Event description:
It was reported that the user experienced hyperglycemia after being without the ilet overnight due to difficulty completing a supply change; support walked the user through the supply change and the ilet report later showed glucose decreased to 125 mg/dl. Symptoms included elevated blood glucose up to 336 mg/dl without reported ketone testing, loss of consciousness, dizziness, or diabetic ketoacidosis, and no professional medical intervention was sought. Outcomes included no long-term impairment, no hospitalization, and no need for external assistance beyond routine troubleshooting. Investigation included remote data review and user interview with troubleshooting and education. Investigation of this case revealed that the cause of the hyperglycemia was unclear and that no device alerts or alarms were reported during the event. It was concluded that the event was user- and situation-related with an undetermined root cause, and no device malfunction was confirmed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.